Manufacturer narrative:
A service engineer has been on site and started the investigation. A supplemental medwatch will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator during pre-use check is failing the o2-sensor test. There was no patient involvement. (B)(4).